Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient lost weight and the ins was sticking out of his back and was very uncomfortable. The patient said this began roughly 6 months prior to the call. The patient said they need to get it repositioned, taken out, or replaced. The patient also mentioned getting stimulation in the wrong location. The patient said the stimulator was still charging and running, but when he turns it on and it wasn't working in the right place. The patient said the signal goes down to his feet and it hurts his feet and he has to turn the stimulation off. The patient noticed the stimulation in the wrong spot at least a month prior to the report. Additional information was received from the patient. It was reported that nothing had changed. The patient thought that after almost 10 years that it was just time to replace it. The unit was planned to be replaced on (B)(6) 2019. No further complications wer e reported.